Manufacturer narrative:
The viper2 480mm rod was returned for evaluation. Visual inspection revealed that the rode featured a break approximately 15-18 cm from the end of the rod. Fracture analysis found evidence of a fatigue failure. The DHR review identified no issues during the manufacture and release of the device that could have caused or contributed to the reported event. A review of the complaint trend analysis found no related complaints for rod breakage. The root cause cannot be positively determined however was like due to fatigue related stresses. No issues were identified in the manufacturing or release of this rod and no systemic trend observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rod in question was used for the vertebral body fracture case. 10 months after the instrumentation surgery, the rod at l5 left was found broken. On (B)(6) 2015, the revision surgery was conducted, and the broken rod was replaced with a new one and also added one rod for fixation. (4 rods in all) the case was completed without problem. The surgeon suspected that excessive torsional force placed on the l5 rod due to skipping l2-l4 fixation might be a possible cause of the breakage. It was reported that the rod broke post-op which resulted in the need for revision surgery.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3 other text : device not returned for evaluation